Event description:
Per the surgeon's report, this bilateral patient experienced trauma to the head in 1999. Since then, the patient has reported a decrease in performance and sound quality on the left side. Results of multiple integrity tests were consistent with normal device function. The surgeon explanted the device in 2006 and reimplanted the patient with a new device the same day.